Manufacturer narrative:
Additional information: manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was an aspirator error with the excimer laser system that occurred during a laser procedure involving a patient. Upon follow-up, it was stated that no patient injury or surgical intervention was necessary. The issue arose during the procedure on (B)(6) 2025, allowing the treatment of the first eye but preventing the treatment of the second eye during the same visit due to the machine malfunction. The second eye was treated after the machine was repaired on (B)(6) 2025. No further information is available.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section d6a: if implanted, give date: not applicable as this is not an implantable device. Section d6b: if explanted, give date: not applicable as this is not an implantable device. Section e1: title, email address: unknown, information not provided. Section e1: telephone number: (B)(6). Section e2, e3, e4: unknown, information not provided. Device evaluation: a field service engineer (fse) visited site and replaced the aspirator. System performing to specification. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.